Manufacturer narrative:
Date received by manufacturer: 23dec2019. Report date: 23dec2019. The customer did not respond to multiple requests for additional information. The patient's information and repair details could not be obtained. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported that the ventilator's screen was locked up and the unit would not shut down. Diagnostic codes related to ventilator restart due to anomalies detected during operation, backup alarm failure, alarm led (light emitting diode) failure and auxiliary alarm supply failure were identified. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support advised the customer to replace the power management board.